Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was not able to be interrogated. It was suspected that the battery was "dead." Based on the patient not needing pacing and other health concerns, no intervention is planned. The device remains implanted. No patient complications have been reported as a result of this event.